Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain - lower left pelvic region"), endometriosis ("endometrioma"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse"), abdominal pain lower ("severe lower abdominal pain") and menorrhagia ("abnormal menstrual bleeding, prolonged menses") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included uterine bleeding. Concomitant products included docusate sodium (colace), hydrocodone, macrogol (miralax) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea and menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2012, 3 years 2 months after insertion of essure, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain, dyspareunia and abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), gastrointestinal disorder ("abdominal deformity") and scar ("severe large scarring"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy), surgery (ablation). Essure was removed on (B)(6) 2016, the dyspareunia, abdominal pain lower, menorrhagia and back pain had resolved. At the time of the report, the pelvic pain, endometriosis, dysmenorrhoea and vaginal haemorrhage had resolved and the gastrointestinal disorder and scar outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, menorrhagia, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. In (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, back pain ,cramping most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drug,lab data were added. Updated suspect drug indication. Events pelvic pain, vaginal bleeding, dysmenorrhea, endometrioma added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding, prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), gastrointestinal disorder ("abdominal deformity ") and scar ("severe large scarring"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with essure successful removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain lower, menorrhagia, back pain and dyspareunia had resolved. At the time of the report, the gastrointestinal disorder and scar outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, gastrointestinal disorder, menorrhagia and scar to be related to essure. The reporter commented: essure was successfully implanted, without complications. In (B)(6) 2010, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.